Event description:
I received a letter from medtronics about my medical device that I received from them from bayer contour next link. I didn't know of this issue that the meter could give incorrect blood sugar control testing. I have had several low sugar results and thank goodness that I have an alert dog (that isn't even a therapy dog) who alerted me to my decline in blood sugar before I even knew it. I would then test my sugar with the contour next and it was giving me incorrect blood sugar due to the incorrect control test that I did earlier with this meter. Medtronics who supplied this device sent me a letter stating "urgent - medical device field corrective action". I am now afraid to use this device due to several times my sugar crashed below 40. I am requesting bayer to recall all of its contour next link meters free of charge and replacing them with a good meter, not just giving us directions on how to possibly correct the issue. When my blood sugar crashes, it's very fast and very dangerous, could even be fatal. Please require bayer to recall this dangerous meter immediately.